Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an insulin cartridge leaked into the cartridge chamber, and the family disclosed that cartridges had been pre-filled, after which blood glucose rose to a reported peak of 400 mg/dl for approximately 2 hours and 30 minutes, consistent with a device leak related to the cartridge component. Symptoms included hyperglycemia. Outcomes included no use of backup therapy, no ketone testing, and no medical intervention. Investigation included troubleshooting and user education with collection of the cartridge lot number and the blood glucose questionnaire. Investigation of this case revealed a user-related handling factor of pre-filling cartridges associated with the leak. It was concluded that the event was attributable to a cartridge leak with associated hyperglycemia and that user technique contributed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.